Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and 10 months.  Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted with acute shortness of breath that necessitated intubation. The patient then developed neurological changes and was diagnosed with a hemorrhagic stroke. Additional information was requested, but was not provided.

Manufacturer narrative:
Analysis of the submitted log files confirmed one low flow hazard alarm; however, a specific cause for this finding and a direct correlation between the reported neurologic dysfunction, hemorrhagic stroke and the device could not be conclusively established through this evaluation. The account submitted system controller and lvad log files for review. The system controller event log file contains data from 03oct2018 at 12:33:22 through 15oct2018 at 06:31:31. One low flow hazard alarm was captured on (B)(6) 2018 at 06:43:15. Calculated average flow was 2.2 lpm at this time. Overall, calculated average flow ranged from 2.2-4.3 lpm for the duration of the file. Pump power ranged from 3.168-3.679 mw and no additional atypical alarms were captured for the duration of the file. The pump speed did not drop below the low speed limit for the duration of the file and the pump appeared to be operating as intended. Bleeding, stroke, and neurological dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the account communicated that the patient was admitted with acute shortness of breath the necessitated intubation. The patient then had neurological changes and was diagnosed with a hemorrhagic stroke. It was also reported that the patient experienced mildly elevated lfts since being admitted but increased over 1000 on (B)(6) 2018. Shock liver was unlikely with mean arterial pressures in the 60s and 70s and heparin anticoagulation. Tylenol toxicity was considered but level was less than 10. Acute hepatitis panel was negative and no treatment was provided at the time. It was reported that the patient was admitted on 07oct2018 for respiratory failure. All cultures were negative as of (B)(6) 2018. Suspicion of infectious but no confirmation until (B)(6) 2018 of bilateral pneumonia. Concern for central nervous system infection and recommend lumbar puncture (lp). Neurosurgery intensive care unit feels it is not safe to perform lp at this time due to cerebral edema. The patient was on vancomycin from (B)(6) 2018 to (B)(6) 2018, cefepime from (B)(6) 2018 to (B)(6) 2018, and metronidazole from (B)(6) 2018 to (B)(6) 2018. The patient was administered azithromycin on (B)(6) 2018, (B)(6) 2018 and (B)(6) 2018 and ceftriazone on (B)(6) 2019. The patient started meropenem 2 grams every 8 hours on (B)(6) 2018, doxycycline 100mg every 12 hours on (B)(6) 2018, and vancomycin. The patient was also on acyclovir 590mg every 8 hours. After reviewing the additional information provided, it was determined that the infection could have led to the death of the patient. The patient expired on 16oct0218. Cause of death was not provided.

Manufacturer narrative:
This report is being submitted late as a part of the correction required for a CAPA investigating repeated late submissions of clinical data to the product performance group by a single clinical safety employee. Abbott notified FDA of the pending late reports related to this issue. The late reports related to this CAPA are expected to be submitted to FDA by may 31, 2019. Updated investigation conclusion: analysis of the submitted log files confirmed one low flow hazard alarm; however, a specific cause for this finding and a direct correlation between the reported respiratory failure, infection, neurologic dysfunction, hemorrhagic stroke, and heartmate 3 lvas, serial number (B)(4) could not be conclusively established through this evaluation. The account submitted system controller and lvad log files for review. The system controller event log file contains data from 03oct2018 at 12:33:22 through 15oct2018 at 06:31:31. One low flow hazard alarm was captured on 08oct at 06:43:15. Calculated average flow was 2.2 lpm at this time. Overall, calculated average flow ranged from 2.2-4.3 lpm for the duration of the file. Pump power ranged from 3.168-3.679 mw and no additional atypical alarms were captured for the duration of the file. The pump speed did not drop below the low speed limit for the duration of the file and the pump appeared to be operating as intended. The system controller periodic and lvad log files were also reviewed and no additional atypical events were captured. Rotor noise and rotor displacement remained relatively stable throughout the duration of the lvad log files. On 17may2019 it was reported that no autopsy was performed and the device will not be returned. Heartmate 3 lvas, serial number (B)(4) was not explanted for evaluation. The hm3 lvas IFU lists respiratory failure, infection, bleeding, neurologic dysfunction, and stroke as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU explains the system monitor's pump flow display and explains that changes in patient conditions can result in low flow. This document also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and provides information regarding anticoagulation, including the recommended inr range. The IFU and hm3 lvas patient handbook contain information about caring for the driveline and preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired on (B)(6) 2018 due to multifocal cerebral infarcts. No additional information was provided.